Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the unit was unable to ventilate in either manual or mechanical. A quote was issued to the customer for replacement of the control board. To date, the customer has not approved the quote. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the unit was unable to ventilate in either manual or mechanical. A quote was issued to the customer for replacement of the control board. To date, the customer has not approved the quote.

Event description:
The hospital reported the unit alarmed preventing the use of mechanical ventilation during pre-use checkout. There was no report of patient involvement.